Manufacturer narrative:
One ev1000a platform system was received and evaluated by edwards. The panel and databox were powered up for analysis and testing. The components powered up successfully. There were no error messages noted. A visual inspection was performed. There was no evidence of smoke or fire that was found on the panel or the databox. It was noted that the databox has chipped light pipes. It was noted that the panel has a missing rear port cover that was not returned. There was no evidence of a spark or smoke damage that was found with the ev1000. The reported issue was not confirmed for the ev1000 system. There is no indication that a manufacturing defect contributed to the failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The device service history record review was completed and all manufacturing inspections passed with no non conformances. The submission number for the power adapter is 2015691-2019-04416.

Manufacturer narrative:
Corrected data: reference: (B)(4).

Manufacturer narrative:
The product has not been received for evaluation. Once the results are available a supplemental report will be submitted with the evaluation findings. The device service history record review is pending. Once the results are available a supplemental report will be submitted. The MDR submission number for the evpsb110l power cord will be submitted in the supplemental report.

Event description:
It was reported that an ev1000a platform system and a evpsb110l power brick adapter gave a spark and smoke. The equipment was removed and sent to the biomed to manage. He stated the brick cable was mounted on the pole holder upside down and not in the correct orientation. He stated it is possible fluid may have dripped onto the power brick causing the spark. There was no patient or hospital personnel injury.